Event description:
It has been reported, that the arterial pump in position 1 switched to free mode unknowingly whilst on by pass. Perfusionist take off by pass and reprogrammed the pump back to arterial and went back in by pass. After the case the pump was switched to position 5 and used in free mode. Whilst rom from position 5 was swapped to position 1 and used as arterial mode. No clinical consequence was noticed to the patient. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation but failure was not reproducible. So failure could not be confirmed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.